Event description:
In late 2008, the patient called for assistance with increasing his basal rates per his physician. He reported experiencing elevated blood glucose of 505 mg/dl and he did not feel well and was vomiting. He bolused through the infusion device and his blood glucose decreased to 18 mg/dl and he ate a sandwich to increase his readings. Troubleshooting did not reveal any product issues. Upon follow up the next day, the patient stated that his blood glucose had returned to normal the patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.